Event description:
Additional information was received. It was reported that the patient was getting "good pain relief," but other health issues had come up separate from the pump.

Event description:
It was reported that there was a problem filling the pump and subsequent overdose. The healthcare provider (hcp) had filled the pump with 20ml of new medication and as the needle was pulled out of the pump, clear fluid "squirted" out from injection site. The hcp expressed as much clear fluid out of the injection site as possible and kept the patient for observation; soon thereafter the patient became unconscious, oxygen saturations decreased to 47% and narcan was administered with response. Oxygen was administered, pump was accessed and 16ml were withdrawn to empty pump, therefore leaving 4ml missing. The patient was transferred to the hospital. It was noted that the patient was "very slender" and the refill port was very obvious, so the hcp was certain he was in the refill port throughout the refill procedure. The patient's pump was empty, and surgical intervention to replace the pump was (B)(6) 2012. The pump was empty to avoid continued infusion. Additional symptom of altered mental status was reported along with the overdose symptoms. The medications in the pump were baclofen (compounded) and fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found that it passed dispense accuracy and was with in the +/- 15% range. This pump is within the serial number range that can produce a septum leak. If a needle is inserted at the edge of the reservoir fill port and deflected off the chamber area a septum leak can occur. The septum seal would fully restore once the needle was removed. Close inspection of the septum shows punctures at the juncture of the septum and metal ring. Punctures in this area are not conclusive evidence that a septum leak occurred, only that the potential exists. The lab tested the septum for a leak by inserting a needle at the septum edge and deflecting the needle off of the chamber (metal ring) surrounding the septum, no leak occurred in the lab. Final analysis of the catheter found no anomalies. Patency was checked as received because a segment was still attached to the pump. No leaking was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.